Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.